Manufacturer narrative:
(B)(4). The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of prime warnings associated with high force had occurred which could not be duplicated during testing. There were no indications that the cartridge was not detected during the load step in the pump history, and the piston accurately detected the cartridge during testing. The pump was exercised for 24 hours with no motor malfunctions. A review of the device history record indicated that the pump was operating within specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pump reportedly stops delivering insulin when the cartridge is half full. It reportedly is not due to any occlusion. The issue allegedly started 3 weeks prior to being reported. The patient reportedly changed the battery and used different cartridges with different lot numbers in the pump and the issue persisted. The patient said that there was no alarm to alert of the delivery stopping. He said became aware of the delivery issue when he noticed his blood glucose levels increasing. He did not mention any symptoms or injury.